Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss. Upon revision, a hole in the tubing from the pump to one of the cylinders was identified; therefore, the existing ipp was removed and replaced. No patient complications were reported.